Event description:
The USA customer reported that an 840 ventilator had a blank top screen display, resulting in the unit to becoming inoperative. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the unit, and replaced the graphic user interface (gui) printed circuit board (pcb), the blacklight inverter printed circuit boards (pcbs), and upgraded the software to the current revision. The device passed all tests, and was operating within MFR's specifications. Covidien ref.: (B)(4).